Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and renal mass ("kidney mass / mass on kidney") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since (B)(6) 2015. Concomitant products included hydrochlorothiazide since (B)(6) 2015, phentermine from (B)(6) 2015 to (B)(6) 2016 and prenatal vitamins (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain / constant pelvic pain, sometimes dull and sometimes sharp"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines / headaches"). In 2014, the patient experienced rash ("rashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2015, 4 years 2 months after insertion of essure, the patient experienced renal mass (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with medroxyprogesterone acetate (provera), oral contraceptive nos, intrauterine contraceptive device (iud nos), ibuprofen, cilest (sprintec), endometrial ablation on (B)(6) 2016 and kidney mass removal. Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, rash, nausea, vaginal discharge, fatigue, alopecia, renal mass, migraine and pelvic pain outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, rash, renal mass, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6). It was also reported that from (B)(6) 2015 to (B)(6) 2015 she had to take leave from her job due to medical reasons. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed proper placement and full occlusion. Ultrasound pelvis - in (B)(6) 2014: migration of essure device - location: unknown. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet (pfs) received: reporter's information, patient¿s information and initials were updated. Essure insertion date was amended to 05-nov-2010, and the events ¿device dislocation¿, ¿vaginal bleeding¿, ¿menorrhagia¿, ¿rash¿, ¿nausea¿, ¿vaginal discharge¿, ¿fatigue¿, ¿hair loss¿, ¿renal mass¿, ¿migraine headache¿ and ¿pelvic pain¿ were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and renal mass ("kidney mass / mass on kidney") in a 35-year-old female patient who had essure (batch no. Dj11115-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since (B)(6) 2015. Concomitant products included hydrochlorothiazide since (B)(6) 2015, phentermine from (B)(6) 2015 to (B)(6) 2016 and prenatal vitamins (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain / constant pelvic pain, sometimes dull and sometimes sharp"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines headaches"). In 2014, the patient experienced rash ("rashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2015, 4 years 2 months after insertion of essure, the patient experienced renal mass (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and headache ("headache"). The patient was treated with medroxyprogesterone acetate (provera), oral contraceptive nos, intrauterine contraceptive device (iud nos), ibuprofen, cilest (sprintec), surgery (endometrial ablation on (B)(6) 2016) and surgery (kidney mass removal / surgical procedure to remove mass on kidney). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, renal mass, dysmenorrhoea, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, rash, nausea, vaginal discharge, fatigue, alopecia, migraine, pelvic pain and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, renal mass, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 216 lbs. It was also reported that from (B)(6) 2015 to (B)(6) 2015 she had to take leave from her job due to medical reasons. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed proper placement and full occlusion. Ultrasound pelvis - in (B)(6) 2014: migration of essure device - location: unknown. Most recent follow-up information incorporated above includes: on 5-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") and renal mass ("kidney mass / mass on kidney") in a 35-year-old female patient who had essure (batch no. Dj11115) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since may 2015. Concomitant products included hydrochlorothiazide since may 2015, phentermine from (B)(6) 2016 and prenatal vitamins (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("menstrual pain / dysmenorrhea (cramping)"), fatigue ("fatigue") and pelvic pain ("pain / constant pelvic pain, sometimes dull and sometimes sharp"). In 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraines headaches"). In 2014, the patient experienced rash ("rashes"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2015, 4 years 2 months after insertion of essure, the patient experienced renal mass (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), anxiety ("anxious"), depression ("depressed") and headache ("headache"). The patient was treated with medroxyprogesterone acetate (provera), oral contraceptive nos, intrauterine contraceptive device (iud nos), ibuprofen, cilest (sprintec), surgery (endometrial ablation on (B)(6) 2016) and surgery (kidney mass removal / surgical procedure to remove mass on kidney). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, renal mass, dysmenorrhoea, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, rash, nausea, vaginal discharge, fatigue, alopecia, migraine, pelvic pain and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, renal mass, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: approximate weight at the time of essure placement 216 lbs. It was also reported that from mar-2015 to apr-2015 she had to take leave from her job due to medical reasons. Current weight 198 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed proper placement and full occlusion ultrasound pelvis - in (B)(6) 2014: migration of essure device - location: unknown. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Essure lot number and new event headache was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.